Manufacturer narrative:
Insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. However noted. Battery cap was corroded.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the they did not receive a low battery alert prior to the off no power alert. The customer¿s blood glucose was unknown at the time of the incident. The insulin pump will not be returned for analysis. The customer was advice the pump will need to be replaced. The insulin pump will be returned for analysis.